Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area and a foreign material presence on the plug of the video cable section a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube is broken, also known as the thermistor is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had error for fog free function. The issue occurred during inspection for use. There were no reports of patient harm.